Event description:
It was reported that an invalid syringe size when running was experienced and motor is very noisy.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was an invalid syringe size was in the event history log (ehl). During analysis, the reported issue was unable to be duplicated. Cannot duplicate 'invalid syringe size' error. Found the syringe size sensor was slightly below spec; low value 0.251," high value 1.254." Found the motor was running loudly at 300 ml/hr. The syringe size sensor was slightly out of spec from normal use and wear. Found no visible damage to barrel clamp assembly. Worm coupling needed greasing. Service recalibrated all the pump sensors, greased the worm coupling, cleaned and greased the entire motor assembly. Performed power up process, pm, occlusion test and all functional tests which passed.